Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that user experienced bit of rash and irritation due to purewick female external catheter usage. It was apprised by user that doctor thinks it might be caused by purewick suction and/or airflow. The user did use cream currently and felt better. Medical intervention was reported. Patient has been using product more than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Not recommended for patients who are: experiencing skin irritation or breakdown at the site." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that user experienced bit of rash and irritation due to purewick female external catheter usage. It was apprised by user that doctor thinks it might be caused by purewick suction and/or airflow. The user did use cream currently and felt better. Medical intervention was reported. Patient has been using product more than 90 days.